Event description:
It has been reported to philips that there was a problem with the system restart. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) inspected the system onsite and confirmed the system reboot error. Review of the system log file showed that the "lab stopped responding" error resulted in the system reboot and this error could caused by the software bug which occurs when there are large number of patients and/or series present in the patient database. Fse reinstalled the suite pc software. After which, the system was returned to use in good working order. Later, suite pc issue was reported and the engineer replaced suite pc and reinstalled software to solve the issue. The codes were updated based on the investigation outcome. The health impact code and evaluation method code were corrected.